Event description:
It was reported that the patient called to request reimbursement related to the patient's device which had been replaced. The device did not meet maturity or guarantee as it was replaced prior to expected time frame. The patient understood the "battery's dying." The patient also requested reimbursement for "pain and suffering." Follow-up received from the company representative revealed the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-58 lead, (B)(6) 2007; 4194-78 lead, (B)(6) 2007. (B)(4).